Event description:
It was reported that a hardware removal of 1 humeral rod and 2 locking screws is scheduled for explant on (B)(6) 2013. Explant due to patient experiencing potential humeral pain due to humeral rod. This is report 1 of 2 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event reported as (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the DHR completed: this is a us lot number. No DHR review possible at synthes (B)(4). A review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. Raw material number (B)(4). Sold to synthes (B)(6) as a non-sterile part. Placeholder.